Event description:
Operative notes indicate that the patient presented to surgery with cervical stenosis with myelopathic symptoms. Pre-op notes indicate the patient had bilateral arm weakness, hand weakness, numbness, tingling down bilateral upper extremities as well as ataxic gait. MRI shows severe stenosis behind the c5 body as well as the c4-5 disc space and c5-6 disc space. Patient underwent a procedure for c5 corpectomy with implant of anatomic peek device, translational plate, and bone graft. At 10 days post-op, the patient showed up at the clinic and was later admitted to the hospital for increased neck, shoulder, and arm pain and numbness. Patient had CT scan that reported possible plate breakage. At 1 month post-op, the patient presented for follow-up complaining of pain in neck and down the back in midline. Muscle wasting in both hands, walking with walker. Wearing j cervical collar. At 5 months post-op, the patient continues to have neck pain, hands are weak and they hurt, patient states muscles are deteriorating. Says left hand was ok before surgery but now is deteriorating too. Says top of left foot feels heavy and states lack of coordination. Musculoskeletal positive for gait problem. Neurological positive for weakness and numbness. At 8 months post-op, the patient was admitted to ER after fall in bathroom at home. Hit his head, complaining of head and neck pain and chest pains. After fall patient complaining of new neck pain associated with the fall, pinching and radiating. The following day the patient returns to ER complaining of worsening neck pain and states leg spasms and difficulty moving left leg and loosing feeling in legs. Generalized weakness noted. At 9 months post-op the patient presented for additional surgery. Pre-op notes indicate c4-6 stenosis and instability; previous c5 corpectomy with worsening weakness and myelopathy. Imaging showed failure of anterior plate and kyphosis with stenosis and cord edema. Patient underwent procedure for posterior decompressive laminectomy at c4-6 and lateral mass screw arthrodesis c3-6 with posterior hardware. At 7 months post the second procedure, the patient was brought to hospital after fall and placed in aspen collar. At 10 months post the second procedure, a new MRI was ordered as myelopathy is worse. Patient¿s cervical plate appears same as last image. X-ray shows maintained alignment anteriorly and posteriorly. Recommend pt and ot and scripts. It is also alleged that the patient also experienced difficulty swallowing and loss of speech.

Event description:
It was reported in a complaint from patient's attorney that on (B)(6) 2013, the patient underwent an anterior cervical discectomy and fusion using rhbmp-2/acs at the c5 vertebra in order to relieve pressure on patient's spinal cord. It is alleged that x-ray images of spine showed that the anterior plate malfunctioned within the first 10 days of surgery and that the bottom portion of the plate shifted and appeared malaligned anteriorly causing the prongs of the top portion to come out of the sockets on the bottom portion. It is further alleged that the patient's condition began to deteriorate and that he had difficulty swallowing, his breathing became labored and difficult, and he suffered deterioration of balance; his speech became slurred and stuttering and continued to degrade to the point where he nearly lost his ability to speak; he developed weakness on both sides of his body in addition to the weakness he already suffered on his right side. It is further alleged that on (B)(6) 2014, as a result of the anterior plate's failure, patient's spine failed to fuse, so emergency surgery was performed. It is further alleged that post-op the revision surgery, the patient's physical condition had decreased further since the restorative surgery on and as a result, his legs did not support his weight and he required the assistance of a walker; he had limited use of his hands; limited ability to speak; developed severe depression; developed erectile dysfunction. Information reported by the implanting surgeon indicates that x-rays initially showed slight dislodgment of the plate, but the plate did not break or become unstable. Additional workup including flexion/extension studies and CT scans showed no changes in the alignment or any signs of instability. The surgeon felt the plate was functioning properly and that there was no need to revise the instrumentation. The surgeon also confirms that rhbmp-2 was not used to treat this patient. A review of the implant log included in the patient's medical records also indicates no use of rhbmp-2.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the patient underwent an anterior cervical discectomy and fusion using rh-bmp2/acs at the c5 vertebra in order to relieve pressure on patient's spinal cord. X-ray images of spine showed that the anterior plate malfunctioned within the first 10 days of surgery. The bottom portion of the plate shifted and appeared malaligned anteriorly causing the prongs of the top portion to come out of the sockets on the bottom portion. His condition began to deteriorate. He had difficulty swallowing. His breathing became labored and difficult. He suffered deterioration of balance. His speech became slurred and stuttering and continued to degrade to the point where he nearly lost his ability to speak. He developed weakness on both sides of his body in addition to the weakness he already suffered on his right side. On (B)(6) 2014, the patient presented for office visit. On (B)(6) 2014, as a result of the anterior plate's failure, patient's spine failed to fuse, so emergency surgery was performed. Post-op diagnosis: cervical instability and stenosis. On 14 feb 2014, the patient was discharged. On an unknown date, post-op his revision surgery, the physical condition had decreased further since the restorative surgery on. As a result, his legs did not support his weight and he required the assistance of a walker; he had limited use of his hands; and he had a limited ability to speak. He had developed severe depression. He had developed erectile dysfunction.on (B)(6) 2013, the patient underwent an anterior cervical discectomy and fusion using rh-bmp2/acs at the c5 vertebra in order to relieve pressure on patient's spinal cord. X-ray images of spine showed that the anterior plate malfunctioned within the first 10 days of surgery. The bottom portion of the plate shifted and appeared malaligned anteriorly causing the prongs of the top portion to come out of the sockets on the bottom portion. His condition began to deteriorate. He had difficulty swallowing. His breathing became labored and difficult. He suffered deterioration of balance. His speech became slurred and stuttering and continued to degrade to the point where he nearly lost his ability to speak. He developed weakness on both sides of his body in addition to the weakness he already suffered on his right side. On (B)(6) 2014, the patient presented for office visit. On (B)(6) 2014, as a result of the anterior plate's failure, patient's spine failed to fuse, so emergency surgery was performed. Post-op diagnosis: cervical instability and stenosis. On (B)(6) 2014, the patient was discharged. On an unknown date, post-op his revision surgery, the physical condition had decreased further since the restorative surgery on. As a result, his legs did not support his weight and he required the assistance of a walker; he had limited use of his hands; and he had a limited ability to speak. He had developed severe depression. He had developed erectile dysfunction.

Manufacturer narrative:
.

Event description:
It was reported that on (B)(6) 2013, patient presented for office visit to establish pcp. Reportedly patient alleged muscle weakness and muscle atrophy on the right side of the body. (B)(6) 2013, patient presented for office visit. It is alleged that x-ray of cervical spine showed post surgical cervical spine with some degenerative changes noted. On (B)(6) 2013, patient presented for follow-up due to right peripheral neuropathy and deteriorating bone disease in neck. On (B)(6) 2013, patient presented for office visit due to continued weakness, pain and muscle deterioration. On (B)(6) 2013, patient presented for office visit due to neck pain. Patient had a fall at home and was very weak with unsteady gait. Patient was ambulating with cane. It is alleged that x-ray of the spine shows surgical intervention of c4-5. Slight degenerative changes were seen above and below the surgically treated area. There were no acute changes on the x-ray. Old surgical intervention was noted. On (B)(6) 2013, patient presented for office visit due to peripheral neuropathy to his feet and legs. On (B)(6) 2014, patient presented for office visit and was diagnosed with muscle weakness, decreased sensation and neck pain. On (B)(6) 2014, patient presented for office visit. Patient reported continued neck pain, right leg pain, frequent falls and worsening right sided weakness. On (B)(6) 2014, patient was discharged with following diagnosis: 1. Cervical myelopathy, status post posterior decompressive cervical laminectomy at c4 through c6 with lateral mass screws and arthrodesis. 2. Postoperative anemia. On (B)(6) 2014, patient presented for office visit due to nausea, diarrhea, abdominal cramps and watery bowel movements. On (B)(6) 2014, patient presented for office visit due to complaints of swollen and painful right hand joints. On (B)(6) 2014, patient presented for office visit for follow-up on neck pain. Patient reported continued difficulty in ambulation. On (B)(6) 2014, patient presented for office visit due to left sided rib pain, neck pain and fall. X-ray of left ribs showed alignment and spacing of the left ribs are within normal limits. No obvious fracture seen of the left ribs series. Patient underwent x-ray of cervical spine. Impression: rods and clips into the cervical spine. This involves c3-c5. Of course degenerative changes are seen throughout this area. There is no new, obvious abnormality seen around the previous surgical intervention. On (B)(6) 2014, patient presented for office visit due to complaint of low back pain and recurrent falls. Patient underwent x-ray of lumbar spine. Impression: both the ap and lateral views of the lumbar spine show normal alignment and spacing. No acute abnormality seen on this x-ray. Patient underwent x-ray of thoracic spine. Impression: normal alignment and spacing on both the ap and lateral views of the thoracic spine. No acute abnormality seen. On (B)(6) 2014, patient presented for office visit due to low back pain. Patient reported having a fall. Patient underwent lumbar x-ray. Impression: ap and lateral views of the lumbar spine do not show any acute abnormalities at this time. It is alleged that the x-ray of cervical spine showed marked surgical intervention in the past, particularly c3-6. Degenerative changes seen on the lateral view with early spur formation. This x-ray does not show any abnormality that would be assumed to be acute from this surgical intervention. The health care professional could not see any abnormality related to the old surgical repair. On (B)(6) 2014, patient presented for office visit for chronic pain, frequent falls and medication refill. On (B)(6) 2014, patient underwent x-ray of chest which allegedly showed mild central vascular congestion. No evidence of confluent pulmonary infiltrates or pleural effusions or a pneumothorax 2. No evidence of displaced fractures seen. 3. Suspected air-trapping disease. Patient underwent head brain radiological test without IV contrast which allegedly depicted intracranial bleeding with fracture of the right mastoid. Surgical changes of the cervical spine with no acute findings. Patient underwent CT of cervical spine without contrast which allegedly showed intracranial bleeding with fracture of the right mastoid. Surgical changes of the cervical spine with no acute findings. On (B)(6) 2014 patient underwent x-ray of chest. Impression: no acute cardiopulmonary process is noted. Interval changes in both apices is suspected. Patient underwent CT of temporal bone without IV contrast. Impression: right temporal bone fractures. On (B)(6) 2014, patient was admitted for chief complaint of debility, status post subdural hemorrhage. On (B)(6) 2014, patient was discharged from hospital. On (B)(6) 2014, patient presented for medication review and refill. On (B)(6)2014, (B)(6) 2015, patient presented for office visit due to complaint of frequent falls. Patient was using walker and wheelchair for ambulation due to frequent falls. On (B)(6) 2015, patient presented for office visit for follow-up on neck pain. On (B)(6) 2015, patient presented for office visit due to complaint of chronic pain. On (B)(6) 2015, patient presented for office visit due to complaints of weakness on right side of body. On (B)(6) 2015, patient presented with chief complaint of neck and back pain. On(B)(6) 2015, patient presented for office visit due to chief complaint of neck and back pain which are chronic in nature. Patient reported ambulating with walker.

Manufacturer narrative:
Initial lateral view 5 months postop showsl an atlantis translational plate with cornerstones from c4 to c6. Most of c5 has been resected. Plate has dissociated and the anterior column looks to have collapsed to some degree. Subsequent lateral has changed very little. Months later, 13 months postop from the index procedure a lateral view shows vertex has been added posteriorly from c3 to c6. Further anterior column collapse has occurred.

Manufacturer narrative:
(B)(4) -(dysphonia). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.